Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: sarin a, barnes ke, shui am, nakamura y, hoffman db, romero-hernandez f, chern h. Initial experience with single-port robotic right colectomies: results of an investigator-initiated investigational device exemption study using a novel single-port robotic platform. Dis colon rectum. 2024 oct 1;67(10):e1600-e1606. Doi: 10.1097/dcr.0000000000003352. Epub 2024 sep 5. Pmid: 39250792. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article described a study that aimed to assess the safety and quality event of the da vinci single-port (sp) robotic system in right segmental colectomies among adult patients versus the procedures performed with multiport da vinci systems. Five right colectomies were performed in adult patients using this da vinci-sp system between may 2022 and november 2022, and were compared to 25 patients that underwent right colectomies using the multiport da vinci system between january 2019 and december 2022. All procedures were completed without requiring conversion to open surgery. In the multi-port group, two patients required intraoperative blood transfusions. One patient required time in the intensive care unit (ICU) and therefore had a prolonged length of stay. Another patient had a postoperative blood transfusion because of anastomotic site bleeding. There were no specific da vinci device malfunctions reported or alleged. Multiple requests for additional information from the designated author were made, but no response has been received.